Manufacturer narrative:
On jun 7, 2022, additional information was received indicating the impacted product is a mentor memoryshape breast implant 555cc, catalog number 3341352, serial number (B)(6). The patient also experienced capsular contracture baker grade iii on the right side. A tissue arrangement was performed on aug 16, 2018 to correct the issue. The device was not explanted during the procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 3, 2024, mentor became aware that the event reported in this complaint file is a duplicate of manufacturer¿s report number 1645337-2021-07114. All future reporting for the event will take place on this file. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction with an unspecified mentor gel breast implant and experienced wrinkling on the left side post-operatively. As a result, the patient underwent fat grafting on (B)(6) 2019.